Event description:
A customer reported to baxter that liquid could not be stopped from the transfer set (even if closing the clamp). The customer confirmed there was no use of addional disinfectant. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was requested. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was confirmed in the lab for a broken occluder foot. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. A batch review for the manufacturing lot number could not be done since the lot number was unknown. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.